Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to communicate with her scs ipg using external devices. The pt has not charged her ipg due to experiencing other health issues. The pt is in the process of finding a new pain physician and will meet with a sjm rep once she finds one to further evaluate the issue.